Manufacturer narrative:
Event date: exact date unknown, event occurred several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg due to an allergy to adhesive patches. (MFR. Report no. 3006630150-2023-00555). Multiple spots were noted at the back and over the ipg site. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.